Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer's wife reported via phone call that the customer had experienced high and low blood glucose of 590 mg/dl and 25 mg/dl. Customer's blood glucose at time of call was 180 mg/dl. During troubleshooting, found the setting for time and date was wrong. Customer was advised to call back to perform the high pressure test. Customer will not be returning the device for analysis.